Manufacturer narrative:
Updated patient outcome code.

Manufacturer narrative:
Updated patient outcome, evaluation result and conclusion code.

Manufacturer narrative:
Updated problem code.

Event description:
It has been reported to philips that the device will not obtain a ECG after multiple attempts. There is no reported patient harm or impact.